Event description:
The tech alleged that they were not able to get a good ground reading on the bed. No pt impact.

Manufacturer narrative:
The tech replaced the power cord assembly to resolve the issue.